Event description:
It was reported that the patient experienced inadequate stimulation and non target stimulation despite reprogramming attempt. The patient underwent a full spinal cord stimulation (scs) explant procedure. The patient was doing well postoperatively. All explanted device components will not be returned. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 265734/265766.